Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) performed a remote fix after the customer was unable to recover drawer 7. Initial restart and cycle count attempts failed; the customer was advised to check for obstructions and found medication stuck at the back of the drawer. After removing the jammed medication and restarting the system, recovery and cycle count completed successfully. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 7 was unable to be recovered. The user attempted to reboot the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.